Manufacturer narrative:
The initial MDR was filed as MFR. Report #3004209178-2009-03843. Additional review indicated the correct manufacturing site was unknown, and the report should have been filed under site (B)(4).

Event description:
The patient stopped using the implantable neurostimulator because the patient felt sharp pain and shocks at settings that also helped with pain. This started approximately 2 weeks after a spinal fusion surgery. The patient stopped recharging the device, and the battery went into a state of overdischarge. The field representative was notified of the situation and called to reeducate the patient on recharging. A recharge manual was sent to the patient. The patient was seen in clinic. The patient was instructed to do a physician mode recharge at home. Two days later the patient was back in the office. The programmer showed a message that the neurostimulator was discharged. The patient also had severe swelling in his legs and lower belly. The association with these symptoms and the device was not known. The patient had 2 implantable neurostimulator systems. Please see mfg report #3004209178-2009-03842. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Event description:
Additional information received reported that neurostimulator model 37711, serial (B)(4) was explanted and replaced (see MFR. Rep. # 3004209178-2012-03535) before the date of this complaint. This complaint is on an unknown device. Additional information received reported that the patient's neurostimulator did not work. He had to recharge it more and more until he couldn't anymore. A manufacturer representative couldn't bring the device back. The patient stated that the device was removed, but also stated that he got a second opinion and had a bone fusion. It was unclear if the device had been removed, as the patient also stated that his neurostimulator had not worked for over three years and the doctor that implanted it would not remove it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Event description was updated to the following: it was reported that there was a problem with recharging. It was stated that there were coupling and/or communication issues. It was stated that an overdischarge was suspected. It was stated that the patient had not charged the implantable neurostimulator (ins) for the past 6 months. It was noted that the patient had "severe swelling" in his legs and lower belly. It was unknown what the cause of the swelling was. It was noted that the patient had an appointment with his surgeon for the day following the date of this report. It was noted that the patient had 14 surgeries in the past 4-5 years. It was stated that the patient had experienced an overstimulation sensation. It was stated that the patient had stopped using his stimulation because he would feel sharp pain or shocks. It was noted that the patient's issues had started two months after having had a spinal fusion. Additional information received reported that the patient's health issues were the primary reason for the overdischarge. It was noted that the patient had not recharge his ins for 6-8 months. It was noted that the patient needed a new recharger manual. Additional information received reported that the patient would not commit to an appointment time to meet with a manufacturer representative. It was noted that the overdischarge state was not confirmed and a physician mode recharge (pmr) was not performed as the patient would not meet with a manufacturer representative. It was stated that no troubleshooting was performed. Additional information received reported that there were telemetry issues. It was stated that an overdischarge was suspected. It was noted that the patient was going to do a pmr at home. Additional information received reported that the patient was meeting with the manufacturer representative on the day of this report. It was stated that after interrogating the ins, a message was received stating that the ins was discharged and the battery needed to be changed. It was unknown how long the patient had recharged after the pmr session on the day prior to this report. Additional information received reported that a manufacturer representative had not met with the patient since having done the pmr. It was unknown whether another pmr had been performed. It was noted that it was unknown whether the patient had continued to feel any shocks or sharp pains. No additional information received. Additional information received reported that the patient's ins didn't work and hadn't worked for "over three years." It was stated that the healthcare provider (hcp) who implanted the ins would not take it out. Additional information received reported that the patient had to recharge his ins "more and more until he couldn't." It was stated that a manufacturer representative couldn't "bring the device back" when the patient couldn't recharge it any more. It was stated that the ins was removed. It was stated that the patient "got a second opinion" and had a bone fusion. Additional information received reported that the patient's ins had been implanted in 2007. It was stated that the ins had "died" in 2008 and continued not to work "to this date."